Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned for analysis. Electrical, visual and x-ray evaluations were normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-93860. It was reported the patient presented with a right ventricular lead that exhibited high pacing impedance and high capture thresholds. The lead was capped and replaced (B)(6) 2023. The replacement right ventricular lead exhibited noise. The replacement lead was explanted and replaced. The patient was in stable condition.